Manufacturer narrative:
Device evaluation is currently underway. Supplemental evaluation will be submitted after completion of evaluation.

Event description:
Edwards received information that during the use of an intraclude aortic occlusion device the "balloon ruptured secondary to migration toward aortic valve." It was reported the surgeon thought aortic valve damage occurred; therefore sternotomy was performed to evaluate. No damage to the aortic valve was identified. Additional information received indicates that the surgeon thought he may have punctured the balloon with a stitch after migration occurred and that tee did not identify plaque in the asending aorta. The patient was reported as stable post operatively.

Manufacturer narrative:
The clinical observation was confirmed. Product was returned to edwards for evaluation. Upon receipt the balloon was flushed with dyed water and a pinhole leak was found in the balloon. Visual inspection of the shaft also found a kink at approximately the 87cm depth mark. The small hole identified was not similar to the characteristic appearance of a balloon burst due to high pressure or over inflation. It was more similar to a hole secondary to a puncture of the balloon with a needle during suture placement. Based on the initial report, the surgeon indicated that he though he may have caught the balloon with the stitch. Based on our evaluation and the information provided by the surgeon, the most likely root cause for this event is an accidental puncture of the balloon while placing a stitch due to balloon migration. Balloon migration is likely due to patient anatomy or operational factors during the case the root cause of the kink found on the shaft was unable to be identified. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. The IFU was reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device no CAPA is applicable. Trends will continue to be monitored through the use of edwards quality systems.